Event description:
A pt service representative assisting a (B)(6) female pt contacted zoll customer support to report that after fitting the pt, he removed the battery and put it back in, and the monitor would no longer power up past the splash screen. The pt was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) has been completed. The reported problem (high pitched noise/display is flickering) has been confirmed. Upon evaluation it was found that the sram (shared random access memory) chips (component u1000) and pld (programmable logic device) were corrupt and needed replaced. A defective ram would prevent the flash memory from loading, thus not powering up the monitor. The cause of the intermittent connection between the u1000 component and the system flash residing within u102 and u105 cannot be positively identified but is suspected to be a cracked conductor or solder connection at, or near, one of the bga connections on the bottom of the sram processor. The root cause of the intermittent connection is suspected to be excessive bending/flexing of the ca board near the u1000 component. No adverse event resulted from the corrupt ram. The pt received a replacement monitor. Device manufacture date: monitor (B)(4): electrode belt (B)(4).